Event description:
It was discovered that the patient developed an infection at the pocket site of the subcutaneous implantable cardioverter defibrillator (s-ICD). The suture at the incision site was observed to be visibly scabbed over. The suture was removed, and antibiotics were administered. It was planned to reassess the pocket in one month with respect to explanting the device. At this time the s-ICD remains in service.